Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a system error 322 alarm. A review of the event history log identified 'system error 322' messages. The cause was identified to be an out of adjustment link screws spacing gap which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed system error 322 (link switch error (low)). No additional information is available.